Event description:
Patient had very tortuous calcified vessels. Two balloons were inserted, one in each common iliac. Both balloons were being inflated simulataneously. The balloon inserted into the right common iliac through a 6 fr long sheath was a 7.0 x 60 mm armada which ruptured when the physician reached nominal pressure of 6 atm. Both balloons were removed but the tip of the ruptured balloon broke off upon entering the sheath and remained on the wire in the patient's right iliac. Balloon tip was noticed on fluoro because of the radiopaque end. Two different retrieval systems were used to attempt to snare the balloon tip without success. Sheath size was upsized to 7 fr with significant difficulty. Abbott rep suggested to snare the wire from the other end and push the retrieval catheter over the balloon but physician was concerned about causing further problems or damage to the area. The balloon tip was then stented against the vessel wall which was originally very stenosed and previously required intervention.======================manufacturer response for pta catheter, armada 35 pta catheter (per site reporter).======================representative was present during procedure and took immediate action to have defective product evaluated.